Manufacturer narrative:
The device was received for evaluation; additional info will be submitted once the quality investigation is completed.

Event description:
The micro drill medium straight attachment was sent for analysis because a red residue was coming out of the device during cleaning. No adverse event was associated with the device.